Manufacturer narrative:
During the device evaluation it was uncovered that the scope displayed scope communication error (e315). This finding was due to a defective printed circuit board, although no visible damage was found on the device. This finding is also attributed to component wear. D9 was also updated with the device returned to manufacturer date. H4 was updated with the device manufacturer date. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unspecified microbial contamination. The reported issue was discovered at reprocessing, during a routine culture of the scope. The user did not report any patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was sent to an independent laboratory for culture testing. The device tested negative for microbial contamination. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were no suspected patient infections due to the reported contamination. The customer confirmed that there were no deviations or deficiencies associated with reprocessing at the facility. No further detail on the reprocessing methods or steps were provided by the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.